Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that the device was taking over thirty seconds to boot up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.